Event description:
The dental implant fx4314mlc was removed on (B)(6) 2017 due to thread damage on the implant on the same day of implantation. The patient has medical history of hypertension and has been recovered without complications.